Event description:
The customer stated that the insulin pump was exposed to an MRI scan. Troubleshooting was performed and the insulin pump failed the displacement test. The insulin pump alarmed during the rewind process. The reported blood glucose reading was 242 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test, due to high current draw on the motor.